Manufacturer narrative:
E1.: facility name (complete): (B)(6) hospital. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the light guide bundle is hidden broken and lg distal end glass is severely defective (cracked) and crystallized. Based on the results of the investigation, it is likely, the following led to the malfunction: caused by a component failure of the back end of the light guide bundle (hidden broken) and is caused by a component failure of the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid video scope exhibited dark image. The issue occurred, during a laparoscopic diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm.